Event description:
A malfunction alarm was reported by the customer, specifically with malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not reappear after resetting. The customer was advised to continue using the pump and to call back if any further malfunction codes occurred.